Event description:
It is reported that a customer was hospitalized on 04/01/2014 for a high blood glucose level of 500 mg/dl. The customer stated that they have been under a lot of stress which caused the high blood glucose. The customer stated they lost their broken pump and needs another pump. The custom was informed that the broken pump needs to be returned for analysis before we can send a replacement pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.